Event description:
Reportedly, device was explanted after an implant duration of twenty-four (24) months due to regurgitation. It was suspected that "part of the leaflet lost mobility" and the patient had a recurrence of mitral regurgitation. Customer has requested a "leak test", valve to be sent to r & d for functional testing.

Manufacturer narrative:
Device not returned.